Event description:
A medtronic of (B)(6) sales representative reported for the customer that the insulation tip at the distal end of the instrument's shaft was missing. It was not known by the hospital if the tip was missing before or after surgery, and it was not located after the procedure. A report was also filed with (B)(6) as an mdpr event. No patient impact was reported.

Manufacturer narrative:
The instrument has been received and forwarded to the manufacturing facility in (B)(4) where an evaluation of the product will be performed.